Event description:
It was reported through a publication that the patient initially underwent coronary artery bypass grafting with wire sternotomy closure. Approximately four months later, the patient underwent a reoperation for pain, clicking, and instability, during which sternal dehiscence and fractured sternal wires were identified; the prior unknown hardware was removed and plates and screws were implanted. Subsequently, approximately four months post-operative, the patient developed chest-wall pain, swelling, and occasional serous drainage from a pinpoint opening in the sternotomy incision. Radiographic imaging identified an approximately 9 cm by 5 cm seroma, and the patient underwent another reoperation. Intra-operatively the surgeon noted free-floating screws, screw migration and loosening, and loosening of all three plates. Therefore, all hardware was removed without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: literature - huang h, smith c, ascherman j. Sternal hardware migration following rigid plate fixation after coronary artery bypass graft. Annals of thoracic surgery short reports, 2025; 4, 291-293. Https://doi.org/10.1016/j.atssr.2025.09.004. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.